Event description:
During a dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The device failed during the procedure. There was no reportable information at this time. Upon the device evaluation on (B)(6) 2021, it was determined the catheter had kinks and was broken at 195.1 centimeters distal from the handle. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Note: a photo was received and is attached to this complaint however the product pictured is not related to this event. Our laboratory evaluation of the product said to be involved determined that the catheter kinked at 70.6cm, 131.3cm and at 195.1 cm distal from the handle. The catheter was broken at the 195.1cm location distal of the handle. No additional testing could be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.